Event description:
It was reported that this right atrial (ra) lead was surgically explanted with a manual traction tool. During the extraction of the ra lead, the lead tip broke free from lead body and remained in the ra. This ra lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted with a manual traction tool. During the extraction of the ra lead, the lead tip broke free from lead body and remained in the ra. This ra lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Although this lead has not been returned for physical analysis, based upon both what was reported from the field and our investigation, it was determined the tip of the lead most likely became fractureddue to a combination of factors including manipulation during removal lead design, and patient anatomy. Please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e2008. Although this lead has not been returned for physical analysis, based upon both what was reported from the field and our investigation, it was determined the tip of the lead most likely became fractured due to a combination of factors including manipulation during removal lead design, and patient anatomy. Please refer to the description for more information regarding the specific circumstances of this event. , boston scientific has assigned an investigation conclusion code of cause traced to device design. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of damaged/defective was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted with a manual traction tool during a revision procedure to explant the right ventricular (rv) lead. During the extraction of the ra lead, the lead tip broke free from the lead body and remained in the patient's atrium. This ra lead was explanted and replaced. No additional adverse patient effects were reported.